Manufacturer narrative:
The 5 mm visuloc multi-fire spring clip applier was returned to microline surgical, inc., for investigation. The device was visually inspected in its original packaging. The device was removed from its packaging and evaluated for mechanical functionality. The device functioned as intended. Therefore, the complaint could not be confirmed. There was no harm to the patient. Late MDR narrative: microline surgical, inc., is submitting this late MDR (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a surgical procedure, using 5 mm visuloc multi-fire spring clip applier, two spring slips slipped off and fell into the patient. The clips were removed from the patient. There was no harm to the patient.